Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge unit door did not open when prompted. The pyxis system was rebooted, and the issue was temporarily resolved, but it soon returned. When the door was prompted to open, the unit beeped, but the lock did not unlatch to allow the door to open. When an attempt was made to recover failed storage space, the unit indicated that the door had to be closed to proceed, even though it had never opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager box loose. The field service engineer fse removed the faulty mounting plate and replaced with new mounting plate to resolve the issue. All components were adjusted and secured, ensuring the box closed smoothly after reinstallation. The system functioned as intended after the field service engineer fse repaired the device.